Event description:
The customer reported that when they attempted to initiate augmentation, the unit failed to display a waveform for more than 5-10 seconds, and then would shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.